Event description:
It was reported that customer had multiple balloons fail. Only half of the balloons would inflate and had a very difficult time deflating. Also stated that the foley would not stay in place. Per additional information received on 03oct2024, it was reported that they removed all trays with the same lot # from the clinical supply and replace with trays from a different lot#. No patient injury was reported. Per additional information received via notification on 08oct2024, they believed this was an incident that occurred in intensive care unit in june. They also reported a new complaint with their representative two weeks ago that all trays from the lot # ngjp2169 have been removed, because the balloon did not inflate properly on multiple foleys with the same lot#. There was no impact on the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be " poor interface/ fit between inflation syringe and/ or inflation funnel/ obstruction within valve/ crack in valve housing". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cccan result in asymmetrically inflated balloon. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple balloons fail. Only half of the balloons would inflate and had a very difficult time deflating. Also stated that the foley would not stay in place. Per additional information received on 03oct2024, it was reported that they removed all trays with the same lot # from the clinical supply and replace with trays from a different lot#. No patient injury was reported.